Event description:
Event description guidant received information that this transvenous implantable lead was sensing the atrium and double counting resulting in inappropriate therapy. An x-ray confirmed that the lead had dislodged. The lead could not be repositioned as the screw would not extend/retract. The lead was explanted and a new lead was implanted.